Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew staphylococcus epidermis which is a bacterium that normally resides on human skin. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique with noncompliance to handwashing, as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient needs caps overnight due to doing more exchanges for antibiotics. The patient contact stated the patient is taking antibiotics due to peritonitis. During follow-up, the patient¿s pd nurse reported that on (B)(6) 2020 the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) of 245 and growth of staphylococcus hominus. Reportedly, the patient was treated with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The patient continues pd therapy and is reportedly recovering. The pd nurse reported the patient did not have fluid leaks or issues with any fresenius products in relation to peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique/ noncompliance with handwashing.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.